Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to noise and oversensing with no pacing inhibition observed. There were no additional adverse patient effects.

Manufacturer narrative:
Information indicates this lead is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.